Manufacturer narrative:
Section e1: reporter contact information was not available. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the emergency department due to cerebral hemorrhage. The device worked as expected. There were no consequence to the patient due to this event. Device parameters were checked, and it was reported left ventricular assist device (lvad) worked as expected.